Event description:
It was reported that prior to starting a da vinci si surgical procedure, when the pk dissecting forceps instrument was removed from the peel pack, it was observed that the wire on the instrument was sticking out. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.